Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/15/2016 that a transmitter failed error occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 08/24/2016. The reported event of transmitter failed error was not confirmed. A root cause could not be determined. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. Global transmitter final functional test was performed and resulted in a defective transmitter. The customer complaint of transmitter failed error was confirmed. The root cause was determined to be a failed transmitter.